Event description:
Procedure: lap nephrectomy. Reportedly, the instrument was applied to right renal vein, closed and fired. However, it only advanced halfway and then jammed. Vessel was not transected and stapled completely. Therefore, a conversion to a laparotomy was performed (conversion). The patient reportedly lost 300 cc of blood but has recovered with no report of untoward affects.